Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter address: (B)(6). E1: initial reporter city: should additional relevant information become available, a supplemental report will be submitted. Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection.

Event description:
It was reported that there was a crack in the tubing of a oxiris set which resulted in an external blood leak. There was a small crack in the return line and there was blood leaking out. The blood leak was detected about a half an hour after beginning treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photo, a small mark was observed on the return tube. There was no report of a leak or alarm during priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition of damage to the tubing was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.